Event description:
A report was received that the patient had bruising around the ipg site. It was unknown if it was device related. The patient was prescribed patches for pain as a temporary treatment.